Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, intuitive surgical inc. (Isi) clinical sales representative (csr) reported the customer had contacted him about an issue with an inverted image. The csr had instructed the customer to reseat the camera and they continued the case. The isi technical service engineer (tse) reviewed the logs and found a communication issue between the video processor and the system. The tse recommended to follow up with customer to ensure they had reseated the bottom fiber cable on the back of the vision tower. The tse noted they had completed the case in question and there were no issues in the logs in the second case. The csr will relay the information and call back if any further issues arise. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting inverted image, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope to resolve the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. At this time, no return material authorization (RMA) has been created for this 30-degree endoscope.